Event description:
It was reported that during a starr procedure, both devices had the same problems: the devices did not fire and after removing the safety, the firing handle was blocked. The case was carried out by using two pph03. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (Device b): serial # = (B)(4); other # = h50v6j (batch #); exp date = 02/18/2016 MFR date (device b): 3/18/2011. Incomplete firing cycle. Device (a) arrived in good visual and with only eight staples present and protruding; the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Device (b) arrived in good visual and with only 19 staples present and protruding; the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with the returned washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.